Event description:
It was reported that non-sustained rv oversensing episodes were observed on the right ventricular channel, due to myopotential oversensing. Patient was asymptomatic. Programming changes were recommended. Patient was in stable condition during device check. No further information was provided.